Manufacturer narrative:
(B)(4) b5:describe event or problem- correction is required b2 b2: outcomes attributed to adverse event- correction - remove check mark for required intervention to prevent permanent impairment/damage (devices) due to incorect entry g3: date received by manufacturer- additional information h2: if follow up, what type- correction

Event description:
Subsequent to the initial MDR, a correction is required

Manufacturer narrative:
(B)(4).

Event description:
Reports inaccurate cgm values.